Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned. The device history record (DHR) review is currently in process. Investigation is ongoing.

Event description:
An event was reported to our sales staff that a device was explanted after an implant duration of approximately 6.6 years (79.83 months) due to calcification and stenosis. The anesthesiologist who did the pre-operative echo said there was a paravalvular leak. However, the surgeon disagreed and believed it was a leak inside the valve at the commissure. The valve was replaced by the following device model# 3300tfx, 23mm, (B)(4). The patient was sent to ICU for recovery and was doing fine. The device was sent to the pathology department. Our sales staff was informed that, before the explanted device will be released to us for return and evaluation, the patient has to sign a release form. No additional information is available at this time.

Manufacturer narrative:
Additional manufacturer narrative: on (B)(6) 2011, through follow up with pathology, it was learned that the device is not available for return and evaluation. On (B)(6) 2011, the operative report was provided. Indications for surgery contained reference to a history of avr and CABG in 2004, with heart failure and hemoptysis. The surgeon's report was that the device had been explanted due to calcification and stenosis. The operative report stated "the old valve was excised and any excess calcium and old pledgets in the annulus debrided." Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, without return of the device for evaluation, we are unable to determine the root cause for explant of this valve.